Event description:
Group impedances for the 5-6-5 lead were 50 ohms. Group impedances for the percutaneous lead were 107 ohms. The implantable neurostimulator was at end of service. It was reported that the last impedance check was within normal ranges. The patient elected to have the device removed due to lack of stimulation coverage. Additional information has been requested. A follow-up report will be submitted if additional info becomes available.